Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
The customer stated that one of the iagbc catheters broke off in a patient. On (B)(6) 2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, there was not an adverse event or serious injury. The event was misreported by supply; the catheter broke before being inserted in patient. Can you please provide an exact date of event in format dd-mmm-yyyy? 5/25/2026. Additional request: catheter broke off in the patient is reported. Was this verified by diagnostics? Was not verified by diagnostics; this was a miscommunication and catheter did not break off in patient, but ahead of time as the clinician was applying downward pressure on the IV which was bending.